Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 44 mg/dl at the time of the incident. Customer stated other blood glucose value was 91 mg/dl. Customer was treated with food and glucose tablet. Customer stated insulin pump had crack on back side of battery compartment. Customer declined troubleshooting for low blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.